Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p), it was noted that the rv lead was not fully inserted into the device header after it was initially connected. The rv lead was removed from the header and then successfully re-inserted so that the terminal pin was observed through the connector block. The physician commented that the rv lead required a lot of force necessary to correctly insert the lead fully into the device header. The rv lead and crt-p were successfully implanted and remain in service. No adverse patient effects were reported.